Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. The rep performed image calibration as well as gain calibrations and was able to get image quality to manufacture specification. The rep verified the system functioned as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the 3d scans had poor image quality. However, the site procedure to navigate using the exams. No extra spins were taken. There was no reported delay to the procedure. There was no reported impact to the patient. Additional information was received. It was reported that the images appeared very grainy. However, anatomic structures were still visible despite poor quality, so the exams were still able to be used. To troubleshoot, the local representative (fse) reported to the site and was able to fix image quality by completing calibrations.